Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol sepramesh ip (device #2) used to treat the patient. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol sepramesh ip (device #2). An additional emdr was submitted to represent the bard/davol composix kugel (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol bard soft mesh device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1) on (B)(6) 2007, an unspecified bard/davol sepramesh composite ip (device #2) on (B)(6) 2009, and an unspecified bard/davol bard soft mesh on (B)(6) 2019. It is also alleged by patient's attorney that on (B)(6) 2009 and (B)(6) 2019, the patient had unspecified injuries related to a defect in the composix e/x (device #1) or sepramesh composite ip (device #2), and underwent revision surgeries. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x (device #1) and the sepramesh composite ip (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."